Event description:
As reported by the field clinical specialist (fcs) approximately 4 years, 9 months and 30 days post transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra valve the valve failed due to stenosis. A valve in valve was performed using a 20mm sapien 3 ultra resilia valve. There was no report of patient injury, and the valve was successfully implanted.

Manufacturer narrative:
The investigation is ongoing.